Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customers reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The root cause of frayed grip cable -distal is attributed to a component failure. Additional observations were that the instrument was found to have a broken main tube at the distal end. Material approximately 0.22" x 0.11" was missing and not returned by the customer. The wrist assembly is no longer straight due to the damage. The root cause of broken instrument main tube is typically attributed to misuse. Failure analysis found the additional failure of a broken main tube to not be related to the customer reported complaint. A review of the instrument logs for the tip-up fenestrated grasper instrument (470347-12/n11211011) associated with this event was performed. The instrument was last used on (B)(6) 2022. The instrument had 2 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that the tip-up fenestrated grasper instrument had frayed wires. There was no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.